Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was located high in the scrotum; therefore, a surgical procedure to remove and replace the component was performed. It was not specified whether the component was mispositioned during the implant procedure or if it migrated over time. There were no patient complications.